Event description:
It was reported to medtronic minimed that the customer experienced an insulin flow blocked alarm and a blank display on the insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1780kpk, unk_reservoir, unomedical. Troubleshooting was performed; the display did not return after inserting a new battery. The customer was advised that the insulin pump will be replaced and advised to revert to a backup plan per health care professional instructions and place pump in storage mode. Troubleshooting was partially performed for the insulin flow blocked alarm. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1780kpk was requested and customer response was the device will be returned. No product return is required for unk_reservoir. No product return is required for unomedical.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received regarding the patient weight change from 300 pounds to 285 pounds which was not included in the initial report. So, the correct patient weight as per new additional information is 285 pounds which is updated in section a4. Also, additional information has been received which was not included in the initial report. The information has been provided in section h11 with this report. This complaint is related to litigation and legal restrictions which do not currently allow completion of product analysis for investigation. If the restrictions are lifted or additional information otherwise becomes available, the investigation will be re-opened and re-evaluated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.